Manufacturer narrative:
Patient's weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement, and occlusion of device or native vessel.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient's left internal iliac artery was covered unintentionally by the gore® excluder® aaa contralateral leg component. The physician reportedly pushed up the device during deployment, but it was not enough to keep the device from unintentionally covering the artery. It was reported that there was no suspected relationship between patient anatomy and the reported event. No additional treatment was performed for the unintentional internal iliac artery coverage the patient tolerated the procedure.